Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient experienced diabetic ketoacidosis (dka) while wearing a pod on her arm. According to her father, her blood glucose was 25 mmol/l (450 mg/dl) at the time of onset. She presented to the ER with dizziness, palpitations, and increased urination. During hospitalization, the healthcare team removed the pod and transitioned her to multiple daily injections (mdi). She was hospitalized for three days and discharged on (B)(6) 2025.